Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle's packaging was found damaged and opened up during use. The following information was provided by the initial reporter: "the bd eclipse needle 25g x 1 1/2 with lot # 8314982 is having package issues. The packages are opening up so the integrity of the product seems to be compromised."

Manufacturer narrative:
H.6. Investigation summary : two photos and five actual samples were received by our quality team for evaluation. Upon visual inspection of the samples it was observed that the sealing was open; therefore, the incident could be verified. However, there was indication that the sealing transferred to the bottom web indicating that the sealing process was completed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the review, no abnormality was detected during the production of the affected batch. The sealing process parameters were reviewed and were within specifications. A root cause could not be established. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the bd eclipse¿ needle's packaging was found damaged and opened up during use. The following information was provided by the initial reporter: "the bd eclipse needle 25g x 1 1/2 with lot # 8314982 is having package issues. The packages are opening up so the integrity of the product seems to be compromised."